Event description:
It was reported that the vertical lift column on the 9800 system would not work. Also, there were missing images from the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).